Manufacturer narrative:
A patient experienced an infection and a hematoma at the ipg pocket site was reported to abbott. The patient is being treated with antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced an infection and a hematoma at the ipg pocket site. Patient is being treated with antibiotics to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
Corrected data: d6b - date of explant.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.